Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. During visual inspection, it was noted that the sparger was broken with a shear like break, which confirmed the complaint. Terumo has implemented several measures to ensure the proper assembling and integrity requirements of the (B)(4) shunt sensor and are confident that this will help alleviate the possibility of recurrence. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass procedure, during set-up, the filter component of the shunt sensor broke. There was no patient involvement, the product was changed out, and the surgery was completed successfully.